Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an infection occurred. The implantable pulse generator (ipg) system was explanted, replaced. No further patient complications have been reported as a result of this event.